Event description:
It was reported that on (B)(6) 2025, an unknown muscular vsd occluder was chosen for implant using an unknown delivery system. The occluder was being delivered into the patient. Shortly after the patient went into tamponade and pericardial effusion was noted. The patient required pericardiocentesis. The physician mentioned the cause of effusion was wire in left atrial appendage. The patient was sent to operating room (or) for a perforation repair but has been extubated. The patent was reported stable.

Manufacturer narrative:
An event of a off-label use and patient effects of cardiac tamponade and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted. As the lot was not provided, no device history record or lot specific similar complaint review is required. Based on the available information, the cause for the reported cardiac tamponade and pericardial effusion are likely related to procedural circumstances, however this could not be confirmed. The reported off-label use appears to be related to the implantation of a vsd occluder into the left atrial appendage (laa). The unexpected medical and surgical interventions were a result of case-specific circumstances, as post-implant pericardiocentesis and perforation was performed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2025, an unknown vsd occluder was chosen for implant using an unknown delivery system. The occluder was being delivered into the patient. Shortly after the patient went into tamponade and required pericardiocentesis. The patient was sent to operating room (or) for a perforation repair but has been extubated. The patent was reported stable.